Event description:
Additionally patient also experienced corneal edema.

Manufacturer narrative:
Corrected information has been provided in a.2., a.3.a., b.5. And h.6. (FDA patient code). Additional information has been provided in d.4. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the china health authority and reported the anterior haptic and optical surface of the artificial lens were too tightly adhered and making it difficult to separate. The surgeon operated with both hands for about 5 minutes using a crystal chopper and a crystal positioning hook before separating. After the surgery, the patient was instructed to use tobramycin and dexamethasone eye drops three times a day one drop at a time. Additional information has been requested.